Event description:
The user facility reported that fluid was leaking from the front of the processor's lid onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The employee had started a processing cycle and left the room. When the employee came back into the room it was observed that fluid was leaking from the lid. The employee aborted the cycle, cleaned up the fluid and contacted steris. The scope present in the processor during the time of event was reprocessed before use in a patient procedure. A steris service technician inspected the processor and found ck2 and ck3 were in the closed position. The technician performed a pm including the replacement of ck2 and ck3, ran a diagnostic and processing cycle and returned the processor to service; no further issues have been reported.